Event description:
It was reported that during a lap cholecystectomy, the device was spitting clips and causing malformed clips. Opened another device and completed the case with no patient consequence.